Event description:
Customer's daughter reported that the insulin pump's buttons were not responding during bolus. Customer's daughter stated that the insulin pump then returned a button error alarm. Customer's daughter also reported changing the insulin pump's battery and receiving a failed battery test. Blood glucose level was 85 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to corroded keypad traces. No failed battery test alarm could be verified due to the unresponsive button. The insulin pump was received with a cracked display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and a cracked reservoir tube.